Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2013, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
The patient¿s pump was refilled on (B)(6) 2014 and morphine was added to the baclofen in the pump. The patient presented to the emergency room (B)(6) 2014 obtunded and with a blood pressure of 70. A pharmacist interrogated the pump and printed the pump status at the time of the report on (B)(6) 2014. Upon interrogation, it appeared that a bridge bolus was in progress and there was approximately 2.5 hours left of the bolus duration. The hcp who worked with the pump had been contacted for assistance. There had been no orders to reduce the pump dose. At the time of the report, the patient was responding well to narcan. Exact details of programming changes made on (B)(6) 2014 were not available at the time of the report. On 8/21/2014, additional information was received from a nurse. A discharge summary was available to the reporter and the discharge diagnosis was iatrogenic opiate overdose. The bridge bolus that was programmed according to the clinic note from (B)(6) was 4.99 mg over 5 a minute duration. The discharge summary also stated that the patient left with new pump settings but there was no information about what those settings were. The pump was used to deliver baclofen and morphine.